Event description:
Procedure type: cardiac bypass. According to the reporter, the needle de-wedged from the suture and fell into the pt. The fellow was re-enforcing the right atrium when pulling the suture through, the fellow grasped the suture with the needle driver to pull through, the needle detached and fell into the operative site. At first search, they could not find the needle and there was a fear of it traveling. This resulted in an unplanned double-cannulation to prepare for opening the atrium. The x-ray showed that the needle buried in the wall of the atrium; therefore, they were able to fish the needle out and retrieve it through a small opening right away thereafter. Reportedly, the pt condition is reported to be stable.